Event description:
The complainant reported that a patient experiencing acute myocardial infarction and cardiogenic shock was implanted with an impella cp device to provide mechanical circulatory support. Approximately one hour following the insertion, the placement signal (ps) was lost, and shortly thereafter, a purge system blocked alarm was triggered. The team made efforts to de-air and replace the cassette; however, the new cassette failed to prime. An exchange to a new console was not performed due to the potential risk of losing the ps. Consequently, the pump was replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported purge pressure and optical signal issue has been completed. The data logs for the purge pressure show a gradual rise over 7 minutes in purge pressure before alarms were triggered. Purge pressure was elevated through till explant. The root cause of the purge pressure issue was likely biomaterial build up. The logs for the optical signal issue show a sudden loss of placement signal. At that instant there was a drop in snr, light and gain and an increase in amplitude of contrast. Lamp remained at 100. The pattern identified is characteristic of a fiber break but insufficient information was provided to determine cause of fiber break.